Event description:
The implant failed due to pt health habit. The implant was placed at #22 and removed after 3 months. Good oral hygiene. Poor bone condition. Traditional 2 stage.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.